Event description:
A us distributor contacted zoll to report that a patient developed a bleeding skin irritation under the front pad of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's nurse applied gauze on the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.